Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the wires on the modular cable were exposed due to the outer layers being damaged. The modular cable was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the outer jacket of the patient¿s modular cable could not be confirmed through this evaluation as no product was returned for evaluation. The patient remains ongoing on left ventricular assist system (lvas) support with no further related reported issues at this time. The relevant sections of the device history record for the modular cable, lot number 9124291, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU), rev. G, and heartmate 3 patient handbook, rev. G, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. The IFU and patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." These documents also provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, the IFU and patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.